Event description:
Reporter indicated that a vns hp jornada computer was not holding a charge despite proper charging. The computer and flashcard have been requested, but have not been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.